Manufacturer narrative:
Device not returned.

Event description:
It was reported that during an anterior cervical spine fusion procedure wherein the surgeon was double-gloved, the device was noted to be hot when handed to a scrub tech. Subsequently a burn was noted on the patient's neck near the surgical site. No medical intervention or adverse consequences were reported. During standard follow-up with the doctor, the burn was noted to be healing.